Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had been too dopy to remember the instructions about adjustments she could make to therapy. Patient reported that she was set at 1.6v when she got implant and therapy was working well for her. Patient said then all of a sudden on (B)(6) 2019 she stopped feeling stimulation and the next day had extreme diarrhea and had accidents. Patient said she turned stimulation up to 2.9v and felt stimulation in bike seat. Patient also reported that one time she had turned stimulation 1.6v to 1.9v and stimulation had been too strong for her in vaginal area to where it felt kind of painful and this was resolved in past by turning stimulation back down to 1.6. Patient is currently at 2.9v she feels the stimulation still in her bike seat and patient chose to leave stimulation where she had it because her symptoms had improved and had gone back to normal after she had increased stimulation. No further complications were noted or anticipated